Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).